Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device experienced colored stripes or dots on the screen. The issue occurred during set up. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fibre bonding in the outer tube area was damaged and image was purple. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: video cable was broken and therefore the image was purple. The most probable cause it traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.